Event description:
It was reported that the patient did not charge their ipg as recommended due to lack of effective stimulation. The ipg became unable to communicate with external devices as a result. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced. There were impedances which were cleared post-op. Therapy was restored.